Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve haemostasis. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer, via the access ports, and sliding the safety release. The device was still difficult to remove. The device was removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.